Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.